Manufacturer narrative:
(B) (4).

Event description:
Literature: munts ag, voormolen jh, marinus j, delhaas em, van hilten jj. Postdural puncture headache in complex regional pain syndrome: a retrospective observational study. Pain med. Nov 2009; 10(8): 1469-1475. Summary: this article describes the unusual course of postdural headache (pdph) after pump implantation for intrathecal baclofen (itb) administration in patients with complex regional pain syndrome (crps)-related dystonia. The information is case series based on data collected from 1996 to 2005 on a total of 54 patients with crps-related dystonia who were treated with itb. Reportable event: in the third of three patients with pdph, with csf leakage, pdph persisted for 12 months after implantation, in spite of the disappearance of subcutaneous swelling after two ebps administered at 10 and 17 days after implantation. Radionuclide imaging was performed 3 months after pump implantation and showed no signs of csf leakage. Pdph was of such severity that she was confined to bed until 6 months after implantation. At this stage, two IV ketamine treatments were administered over a 3-week period which resulted in a gradual decrease of pdph, allowing the patient to become wheelchair bound. Subsequently, pdph gradually decreased. At 12 months post-implantation, pdph has resolved. See literature article with MFR report #30007566237-2010-026111.